Event description:
It was reported that the patient experienced shortness of breath and hemopneumothorax and presented to the emergency room. Upon device interrogation, the right atrial lead exhibited normal electrical values. Chest x-ray and CT scan was performed, and it was suspected that the lead had perforated causing the hemopneumothorax. The patient was brought into procedure and the lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.